Event description:
Boston scientific crm received information that this lead exhibited high thresholds and loss of capture. Due to the patient's worsening heart failure surgical intervention was performed.

Manufacturer narrative:
As this lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.